Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was not happy with the quality of vision. The lens was exchanged for another lens following the initial procedure. Clinical reason for explant was mentioned as glistening's. Additional information has been requested, yet no new information received.